Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm during rewind. Blood glucose at the time of the incident was 270 mg/dl. During troubleshooting, the customer indicated the insulin pump was unable to rewind. It was advised to discontinue use of the device revert to a back-up plan. The customer already had a new insulin pump, therefore the product will not be replaced or returned for analysis.